Event description:
On (B)(6) 2019 I underwent two radiological studies; a CT scan of my head and sinuses in the emergency room at the (B)(6) hospital at (B)(6). The next day I felt nausea, was dizzy and unstable, had a headache, my scalp was hot (I had to put water on it to coo it off), had extreme dry, burning mouth/throat-I was not able to swallow food without drinking water, and burning hands & feet. My scalp looked pink for almost two weeks. These symptoms, aside from the burning hands and feet, persisted for a little over one month and were severe for about two weeks. Three weeks later I felt pain in my gums and since mid june have developed small cyst-like lesions in my lower front gums/salvary glands. I am in the process of arranging further testing to determine exactly what they are. I fear that I may have been over exposed to radiation during the CT scans and that additional scans may have been conducted but were not save or reported in the hospital's pac system if the machine was not set to auto-archive. The technician may have deleted images/scans. At one point the technician ran into the room after the machine was running for about a minute or two, readjusted my head downwards and then continued the scans. I was in the scanning room a total of about 10 minutes. The scanner is a ge lightspeen vct 64 slice unit which a hospital representative confirmed is approximately (B)(6). I am concerned that the age of the machine and/or the settings used resulted in an over exposure. I have inquired with the hospital and was told by a representative that they do not save such data beyond a day or two on the CT machine itself. The representative claimed that their investigation revealed no additional scans and that there was nothing further that they will provide. They also refused to let me know if any other adverse reactions had been reported. I also spoke with a representative from ge who confirmed that unless the machine set to auto-archive, any scans that are saved are done so at the discretion of the technician. The hospital would not confirm whether or not the scanner was, in fact, set to auto-archive. FDA safety report ID# (B)(4).